Event description:
It was reported that the patient received inappropriate therapy for supraventricular tachycardia. Programming changes were recommended. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.